Event description:
It was reported that navio tkr case was performed and patient had a relatively large deformity of 8 varus, and a seemingly lax joint space. Planning completed, extension gaps balanced to 1mm equally and flexion gaps left tight as surgeon wanted a tight flexion gap with a 9mm poly. Tibial cut was then lowered a further 1mm whilst placing the tibial cut guide as there wasn't bone coverage with the pegs, so still planned on a 9mm poly but with 2mm extension gaps. Cuts executed according to plan with no significant deviation from plan. Whilst trialing gaps were significant more than planned and the clinical examination showed the joint to be significantly loose, proceeded to increase poly size until joint was stable which ended up being an 18mm poly. No delay involved.